Event description:
Originally this was to be reported on the 3rd quarter alternative summary report. Based upon analysis completed on (B)(6) 2010 this will now be reported as an individual MDR. It was reported that during an unspecified procedure a balloon burst occurred. The details of the lesion are unknown. On the first inflation the xxl/14-4/5.8/75 balloon burst. No patient complications were reported and the patient's status is no impact. Device analysis revealed a circumferential tear.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. There were traces of blood visible inside the balloon. A 2mm circumferential tear had occurred in the balloon 12mm proximal to the proximal edge of the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).